Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the pump was rebooting frequently for a few months. The patient reportedly identified the issue when the pump was showing the verify screen or when the pump emitted a loss of prime requiring a full rewind, load, and prime. The reporter confirmed that there were no blood glucose excursions due to the issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump black box history showed multiple power loss events with no unusual activities leading up to the event. The pump was observed to have corrosion in the battery compartment. The pump booted to the verify screen. The pump was exercised for 24 hours without interruptions. The pump cover was removed an no moisture damage was observed on the pcb.